Event description:
Reference # importer (B)(4).

Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - ref. (B)(4) / lot 124714 (25 shells produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Thirteen cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, the problem occured is highly likely due to a surgical mistake and not device related.